Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to perform various troubleshooting steps, including disconnecting tubing and delivering a bolus, but occlusion alarms continued. It was determined that the occlusion was caused by a blockage in the cartridge. Customer changed supplies as necessary, resumed insulin therapy, and requested a replacement, for which technical support agreed to send replacement cartridges as a goodwill gesture.